Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the trunk cable was pulled from strain relief, pulling the j702 from the distribution node pca. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.